Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed it would not fail again. A field service engineer, cleaned and secured all connections also preventive maintanence performed to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system has failure drawer. Customer stated that the malfunction caused a delay in issuing medication. There were no adverse events or injuries reported based on this incident.